Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were provided for review. Medical records were provided and reviewed. Approximately five years post deployment, CT scan revealed that the multiple prongs extended outside the ivc, measuring 3mm to 5mm laterally and posteriorly. Therefore, the investigation is confirmed for perforation of the ivc wall. Based on the image review, the ivc prongs were extending beyond the ivc wall and the filter is intact without any tilt. Therefore, the investigation is confirmed for the filter limb perforation of ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. D4(expiry date: 03/2013). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were provided for review. Medical records were provided and reviewed. Approximately five years post deployment, CT scan revealed that the multiple prongs extended outside the ivc, measuring 3mm to 5mm laterally and posteriorly. Therefore, the investigation is confirmed for perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced stomach pain due to filter perforation, however , the current status of the patient is unknown.